Manufacturer narrative:
H3 other text : availability of suspect product unknown.

Event description:
On (B)(6) 2023, johnson and johnson vision care received an email containing responses from an online survey. The respondent was asked questions pertaining to acuvue® oasys with hydraclear® plus brand contact lenses and reported the following, ¿I have seen multiple ulcers in patients who follow the accepted schedule in extended wear lenses." Multiple attempts were made to obtain consent to contact the survey respondent for additional information with no success. Although acuvue® oasys® with hydraclear® plus brand contact lenses were the subject of the survey, the respondent's answer refers to ¿extended wear lenses¿ as the source of "multiple ulcers." The respondent does not specifically reference an acuvue brand contact lens in the reply and only provides a general reference to an ¿extended wear lens.¿ this report of "corneal ulcer" is being submitted as a worst-case event as we are unable to confirm if acuvue brand contact lenses were involved. No identifiable patient information was provided. The date of the event is being recorded as (B)(6) 2023 as the event date is unknown. The affected eye(s), suspected lot number(s), and availability of the suspect lens(es) is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.